Event description:
It was reported that the ilet pump housing cracked along the middle and the touchscreen became unresponsive, leading to loss of user interface while blood glucose values were reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included replacement of the affected pump and continued cgm use via the dexcom app or receiver. Investigation included verification of device identification and logistics for replacement and inspection of the returned device. Investigation of this device revealed a physical damage issue to the pump enclosure and touchscreen that impaired operation. It was concluded, based on previously established findings for similar reports, that the cause was product damage due to external physical impact or stress.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.